Event description:
Healthcare professional reported a "left side implant exchange due to voluntary recall and left breast capsular contracture baker grade iii". Device has been explanted and replaced. Treatment: capsulectomy.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a "left side implant exchange due to voluntary recall and left breast capsular contracture baker grade iii". Device has been explanted and replaced. Treatment: capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. Wear abrasion is observed. Green particles in device outer surface are observed. One opening on side anterior side assessed as surgical damage. Total delamination of plug strap disk shell assessed as adhesive failure. Partial delamination of plug strap disk shell assessed as adhesive failure.